Event description:
The hosp reports that this total knee pt returned seven (7) weeks post-op with mycobacterium foruitum infection in the knee. There were no other reports of infection of any of the lot numbers provided.